Event description:
In 2008, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the event. Per the nurse the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.